Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Reportedly, the customer was using cold insulin and was not removing the air during the load process, this is considered off label use.